Event description:
The patient contacted lifescan alleging that their one touch ultra meter had missing segments in the display. Patient had not tested in one month. Patient was feeling "fuzzy" and drove themselves to the ER. Their blood glucose level was tested in the ER; a result of 90 mg/dl was obtained. Patient received no treatment. There is no indication that patient experienced injury or medical intervention due to the product. The customer care representative confirmed that the reported meter had missing segments in the display. Due to the missing display segments, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter was replaced.